Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with an umbilical vessel catheter (uvc). Customer reports that both a uvc (placed arterially) and a PICC line were placed on (B)(6) 2010. The uvc was no longer needed and discontinued on (B)(6) 2010. Customer reports during removal of the uvc, catheter broke apart. Catheter was being removed slowly with minimal tension applied. The catheter was left at 10cm for 20 minutes. When removed to 5cm the catheter tore in a spiral fashion at 4 cm. Immediate pressure was placed on remaining uac with forceps. Remaining 4cm was able to be withdrawn without any further complication. Distal end of the catheter was intact and measured correctly from the site of break. Pressure was applied to the uvc site for 5 minutes, hemostasis was achieved.